Event description:
The customer reported that when the audible alarm activated on the ventilator, the facility remote nurse call did not alarm. The ventilator was not in use on a patient, therefore there was no patient involvement or harm. The respironics service technician confirmed the customer reported problem. The service technician replaced the main printed circuit board (pcb) to correct the problem. Extended self testing (est) and other applicable performance verification tests were completed and all tests passed per operating specifications.